Event description:
It was reported that the patient with this device was referred to physician for assistance about ice pack. Also, the patient suspected the lead dislodged. No additional adverse patient effects were reported.